Event description:
It was reported to philips that the machine displays the following error code and becomes unresponsive; "mpm application - cannot locate mpm application.exe - please reapply latest software update" no patient harm or injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.